Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anaesthetist-resuscitator inserted the catheter into the humeral (brachial) artery of the patient. After the connection, the monitor read a very good reflux with a bp waveform that was comprehensible. However the waveform disappeared after 2 minutes of use, despite the fact that the pressure pouch did not deflate. The anaesthetist-resuscitator then noticed a reflux in the transfusion line of more than 5 cm; also there was a resistance in the purging even though the suction was working perfectly. He eventually managed to purge the catheter. The catheter worked properly through the bp monitoring and the blood sample testing.